Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump did not recognize a cartridge that was filled with 100 units, during a load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box revealed no delivery, no prime, no cartridge detected warnings on (B)(4) 2013. A rewind, load and prime sequence were performed successfully with no errors/no alarms/no warnings duplicated. A force sensor calibration check revealed that the pump was not detecting the correct force at (B)(4). The pump cover was removed and the force sensor pins were observed to be correctly seated with the solder connections intact. There were no cracked traces observed. The force sensor resistance measured in specifications at 5.5k ohms. The initial complaint was verified in the pump history but not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.